Event description:
It was reported by the vad coordinator that the flow reading on this patient's controller suddenly dropped to 1 lpm. The patient reported to hospital and was admitted for pump exchange related to suspected thrombus. When the patient's chest was opened and the pump was pulled out from the sewing ring a large thrombus was noted to be occluding the inflow cannula. The thrombus was removed. Further inspection did not reveal thrombus inside the pump or in the left ventricle. The decision was made not to move forward with the exchange and the same pump was reinserted into the patient's chest. When the pump was restarted flows returned back to normal. The last report received indicated that the patient remained in the intensive care unit, was awake, has been extubated and is hemodynamically stable.

Manufacturer narrative:
The heartware vad is used for treatment and not diagnosis. The reported event indicates the patient was admitted for a pump exchange related to a suspected thrombus. During the procedure, thrombus was confirmed wherein the thrombus was occluding the inflow cannula. Further inspection did not reveal thrombus inside the pump or in the left ventricle. The site proceeded by removing the thrombus and reinserting the same pump back into the patient; therefore, the pump was not returned to manufacturer for evaluation. Log files are not available for the date of the reported event. Review of the manufacturing documentation confirmed that the pump ((B)(4)) met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. Although the origin of the thrombus cannot be determined, the most likely root cause for the drop in flow is attributed to a large thrombus occluding the inflow of the cannula. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Product will not be returned.